Event description:
It was reported that during the angioplasty procedure in the very tortuous obtuse marginal (om) coronary artery, the otw mini-trek 1.5 x 6.0 mm balloon was advanced to the target lesion. Because of severe stenosis in the vessel, the physician wished to exchange the unknown guidewire. The physician was unable to remove the wire from the mini-trek and attributed this to collapse of the balloon inner lumen. The balloon and wire were then removed together. An apex balloon and an unknown guidewire were used successfully to complete the procedure. There were no adverse patient effects and no significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. Return of the device may have aided in the investigation, and without it a conclusive cause for the difficulty removing the catheter from the guidewire could not be determined. Factors that may contribute to the inability to retract the catheter over the guide wire and cause resistance between the devices may include, but are not limited to, device placement technique, guiding catheter support, inner diameter of guide wire lumen, outer diameter of the guide wire, condition of the guide wire, build up of blood or contrast, or damage to the catheter. Additionally, inner member collapse can be a result of a material discrepancy, incorrect preparation for use, guide wire size selection, or high pressure/multiple inflations. The lot history record for this product was not reviewed, and a similar incident query was not performed as the product was not returned and the part and lot numbers were not reported. To ensure this is not the result of product deficiency, all products are visually inspected for proper guide wire movement on the manufacturing line. Additionally, during lot release testing, a sampling of units is destructively tested to ensure proper guide wire reversibility.

Manufacturer narrative:
(B)(4).